Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The hm 3 lvas, serial number (B)(6) was retained by the hospital and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists death, sepsis, and various forms of organ failure as adverse events that may be associated with the use of the hm 3 lvas. This IFU and the hm 3 lvas patient handbook both outline care instructions for preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the sepsis and multiple system organ failure (msof) developed concurrently. The origin of the sepsis was determined to be staphylococcus aureus. The msof was considered to have been a progression of disease. The device operated as expected.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away secondary to sepsis and multiple system organ failure. The death was not considered device or therapy related. It was noted that the patient was put on palliative care.